Event description:
Boston scientific received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) has expired. It was reported this pt had stage 4 kidney failure, dehydration, septicemia and a myocardial infarction on the table. The family reported that the physician mentioned that the unit did not fire. It was unclear as to whether or not it should have and did not or if it was not warranted. The family was seeking clarification. It was reported in the past this pt had flutter and programming changes were made to address this and to save on battery voltage. The pt's family reported to have the device.

Manufacturer narrative:
A returns kit was sent to the family for the product return. It was reported they were going to send the device back. As of today, it has not been received. Further info has been requested from the field rep on several occasions for further clarification but no further info has been provided. The actual date of expiration has not been disclosed. Should add'l info become available, this event will be updated.